Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had a separation of the distal end bend relief from the metal connector. The vad coordinator also reported that the log file contained pump stoppages.

Manufacturer narrative:
The pt received a percutaneous lead bend relief repair on (B)(4) 2012. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.